Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 5 months due to "failed rotor study". The patient was receiving hydromorphone 5 mg/ml, morphine 10 mg/ml and bupivicaine 10 mg/ml via the drug pump. Reported that pump "never worked". Rotor study and catheter dye study were performed - dates unknown. Rotor study "failed". The catheter was replaced at the same time. Final patient outcome was not reported.